Event description:
It was reported that the atrial lead had high pacing thresholds and small p-wave amplitudes. It was noted that the electrical measurements of the atrial lead changed around the time of the patient¿s CT (cardiothoracic) surgery/bypass. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 5092-58 lead, implanted: (B)(6) 2012. (B)(4).